Manufacturer narrative:
Device evaluated by MFR: the synergy xd mr us 4.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Mid-section stent strut were pulled distally. The undamaged stent outer diameter was measured using snap gauge and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25-mar-2021. It was reported that crossing difficulties were encountered. A 4.00 x 38mm synergy xd drug-eluting stent was advanced for treatment but the device could not cross the lesion. No patient complications were reported. However, returned device analysis revealed stent damage.